Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite is very much off and their dentist has concerns. Patient provided 3 bite videos. These were evaluated and bite concerns were present. Initiated 2 week rest period for confirmed intrusion of tooth #24. This is a contraindicated patient.